Event description:
Patient admitted to hospital for condition unrelated to groshong port and catheter. X-ray indicated that gonshong catheter was broken. Catheter was removed in the cardiac cath la<b and the port was removed in the o.r. Patient states that catheter was inserted several years ago at another hospital. Patient did not complete follow-up treatment and did not have port removedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.